Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additionally, the lead body, insulation and conductor were damaged during the extraction procedure. A revision was performed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The visual analysis revealed the lead was severed in two segments from the terminal pin and extraction stylet remained stuck inside the distal segment. The lead body of distal segment had curled, twisted and torn. Analysis confirmed the reported allegation and determined the cause of damaged lead body was most likely during explant procedure. Laboratory result could not verify the allegation of infection.